Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the all channels of the subject device tested positive for unspecified microbes (14cfu/ 100ml). The facility reprocessed the subject device with a non-olympus automated endoscope reprocessor, soluscope4, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microbial growth for samples taken from. The result of the additional microbiological testing by a third party laboratory cleared the (B)(4) guideline. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".